Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. The customer's blood glucose value was 150 mg/dl at the time of the incident. The customer was assisted with the troubleshooting and customer was not able to clear the alarm. The customer was sitting at the pool and they took the battery out and it was wet. The customer advised to place the pump in storage mode: remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for the analysis.